Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, left side suspected rupture. The device has been explanted and replaced.

Event description:
Patient reported left side suspected rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening assessed as unidentified (tear) opening. (Shell thickness was within specification). No additional observation.no further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side suspected rupture. The device remains implanted.